Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched. Fse removed and replaced the hardware components of the cap piercer assembly to resolve the issue. Fse verified the cap piercer operation by testing several sample tubes without any further issue. Patient demographics (weight, age, date of birth, gender) are not provided.

Event description:
The customer stated that they noticed fluid on top of the sample tube, and upon further inspection, they noticed leak from the cap piercer assembly in unicel dxc 600i synchron access clinical system. In addition, the instrument generated one (1) low lactic acid (lact) results due to the cap piercer leak. Qc (quality control) was within the acceptable range. The leak was contained within the instrument. The customer was wearing lab coat and gloves. The erroneous results were not reported outside the laboratory. There is no report of injury or exposure to the operator and no impact to the patient treatment due to this event.